Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar retrolisthesis, l5-s1. Lumbar spinal stenosis, l4-l5 and l5-s1. Herniated lumbar disk, l4-l5 and l5-s1. Facet joint arthritis l4-l5, l5-s1 bilaterally and underwent following procedures: posterior lateral lumbar arthrodesis, l5-s1 posterior lateral lumbar interbody arthrodesis at l4-l5 segmental pedicle screw fixation, l4 to sacrum insertion of interbody cage device. As per op-notes, ¿after preparing the disk space and curetting the end plates, we used rhbmp-2/acp which is bone morphogenic protein and inserted it into the spacer. We inserted the bone morphogenic protein, bone slurry and local bone graft into the disk space and then inserted the size 10 spacer. We then proceeded and did the same procedure on the right at the level of l4-l5. We scrapped the end plates with curettes and then rasped it, we dilated upto a size 14 mm spacer. We inserted the bone morphogenic protein, bone slurry and local bone graft into the disc space and into the spacer. ¿ patient tolerated the procedure well with no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.